Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the reported broken power cord door and the programmer was sluggish. Analysis also noted that there were multiple overheat errors in the device logs, the printer keypad was intermittent, the lower hinges were worn, the hinge plate screws were missing, the system fan was noisy, the upper display hinges were broken, and the hard drive was out of specification. Analysis was unable to confirm the universal serial bus (usb) port was not working. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers power cable door was broken and its universal serial bus (usb) was not working. The user also reports the programmer software was operating slowly. The programmer and radiofrequency head were returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis. It was further reported that the programmer displayed evidence of overheating during manufacturer's analysis.